Event description:
Manufacturer's evaluation of the returned device revealed missing segments in the 100's column of the result display. No associated injury was reported. The problem was first discovered at the manufacturer's domestic evaluation site.

Manufacturer narrative:
The advantage meter is the suspect device.